Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm morphology is unknown. The iliac vessels were reported to be not tortuous with no calcification. It was reported that the physician erroneously deployed the iliac limb outside the contralateral gate. It was reported that this did not occur because of imaging quality. The physician pushed the iliac limb into the aneurysm, and another iliac limb of the same size was successfully deployed. No clinical sequelae were reported, and the pt is reported to be fine.